Event description:
It was reported that the video system center experienced noisy image and blackout. The event occurred during inspection for use for an endoscopic ultrasound diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
G2 - other report source: national medical products administration (osh). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.